Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC placement occurred on (B)(6) and a wire fragment was found under x-ray on (B)(6). It was stated there were no fragments found with the initial x-rays. Four days later , fragments of a wire were found under x-ray. The wire was found zig -zagging under the pulmonary artery. It was stated that the facility is not 100% sure if it is from the PICC insertion since the PICC nurse didn¿t observe anything unusual. According to the PICC nurse, the PICC procedure was typical and the patient was not considered a difficult stick. The patient was not in any pain. The fragment was not removed.